Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient developed "serious injury including pain and physical limitations."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with herniated cervical disc and cervical spondylosis c5-6 and underwent the following procedure: anterior cervical discectomy and interbody fusion with anterior cervical plate at c5-6. As per op-notes,¿ sizers were placed and an 8-mm sizer seemed to fit well. So, an 8-mm medium graft was used. It had the center of it filled with bmp. The graft was then seated, and then an plate was used of appropriate length, and then 14-mm screws were used, two in c5 and two in c6. This was done under fluoroscopic control.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
Implanted: 2005. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).